Event description:
A surgeon reported a primary incision leakage, for which a suture was used, after laser assisted cataract surgery. Reporter informed that the primary incision was not watertight. All planned cuts (capsulotomy, fragmentation, primary incision and secondary incision) were completed. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).